Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had an improper shutdown. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be wireless battery module damaged. Wireless battery module requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an improper shutdown. No additional information is available.